Event description:
Pt's baseline heart rate is around 60. During surgery, when connected to monitor system, pt developed a tachycardia of 120 which persisted for several hours until after pt was removed from the monitor. A notification concerning this possible event was read on FDA website.